Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that they think they have a problem with their cord and mentioned they think it's worn out from use and referenced they charge their equipment or bolus every 4 hours. The patient further stated that both the handset and communicator charging ports appear loose. The patient confirmed the outlet they're using charges other devices well. Per the patient, the communicator charging port appeared to be loose starting last night, then stated ¿probably in the last couple of weeks,¿ because ¿all of a sudden¿ they had a storm, and thought it was due to that, but then the issue never got better after the storm. The patient referenced the cord may move some back and forth when in the port and stated they noticed the handset charging cord was to be loose in ¿probably the last few weeks.¿ the patient stated if they hold the cord in a certain spot, the charging seems to be better an d the only cord they have is the one they got with the equipment, which is a single cord with an adaptor. The patient had another cord in their car but was unable to tell the agent what type of cord this was and if it fit in either port or not. The patient stated this cord doesn't really 'look that bad' but the cord was loose where it plugs into the outlet plug and they can see silver still when they try to plug it in. The patient stated that the communicator is ¿just staying yellow and it turned green earlier but now it's yellow and it hasn't been that long, it¿s been less than an hour.¿ a request was sent to repair for an adaptor kit.